Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the abdominal aortic aneurysm is 7.5 cm in diameter. Currently the aortic neck has disease progression with aortic neck dilatation. The patient presented at a routine follow-up. A recent CT revealed that the stent graft has migrated distally into aneurysm sac with a proximal type I endoleak present. The stent graft is folded over upon itself. The physician elected to implant two endurant 36x36x49 aortic cuffs, one endurant 36x14x102 aui and an iliac limb 16x28x124 iliac limb. The migration and the proximal type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).